Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 32 mg/dl. Customer current blood glucose level was 324 mg/dl and other values were 240 mg/dl and 120 mg/dl. Customer was treated with glucose and glucagon shots and put in an IV and empty a bag. Troubleshooting was performed. The product will not be returned for the analysis.